Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A medtronic ent representative received a report from a site that, during a functional endoscopic sinus surgery (fess), the ent software became unresponsive while actively navigating, two times. The navigation system was powered-off each time, restoring normal function. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.